Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was disposed of.

Event description:
Me after fistula formation and tearing out of the plate.

Manufacturer narrative:
The reported event that olecranon plate variax for right ulna 4 hole/l89mm was alleged of 'migration/rotation/in situ movement' could be confirmed, only based on the sent x-rays as the implants as such had been disposed by the customer. Based on investigation, the root cause was attributed to be patient related. The failure was caused due to a fistula formation. Nevertheless more detailed information about the complaint event as well as the affected device must be available in order to determine the precise root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Me after fistula formation and tearing out of the plate.